Event description:
It was reported that a device alarmed for a system error 322. There was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The unit was tested for 24 hours with no reoccurrence of the system error 322. However, review of the device history log confirmed the error. The upper and lower aux were out of specification. The upper and lower aux were replaced.